Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date that during a routine incoming inspection, it was observed that the depth gauge was broken. There was no patient involvement. This is report 1 of 1 of (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: manufacturing location: supplier ¿ avalign nemcomed / inspected, packaged and released by: monument. Release to warehouse date: 08-aug-2019. Part number: 319.006, depth guage for 2.0mm and 2.4mm screws. Lot number: h663680 (non-sterile). Lot quantity: (B)(4). Purchased finished goods traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of compliance received from avalign dated 18-jul-2019 was reviewed and determined to be conforming. Packaging label log (pll) was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws was received at us customer quality (cq). Upon visual inspection at cq, it is observed that the needle of the device was broken from the gauge part. Rest of the surface of the device shows normal wear which would not contribute to the complaint condition. Thus, the complaint is confirmed. Device failure/ defect found? Yes. Dimensional inspection: dimensional inspection of the received device was performed at cq. The diameter of the needle near to the broken location was measured to be within specification. Documentation/ specification review: the following drawing(s) was reviewed: -depth gauge for 2.0/ 2.4mm screws; -protection sleeve; -needle. No design issues or discrepancies were found during this investigation. Complaint confirmed? Yes. Investigation conclusion: visual inspection, dimensional inspection, and document specification review of the received device was performed at cq. The complaint can be confirmed as the needle of the device was found to be broken. A definitive root cause could not be determined for the reported problem, but there is high possibility that the device might have encountered unintended forces. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.